Manufacturer narrative:
B5 updated with additional information.

Event description:
It was further reported that the patient was heparinized, at some point during the procedure for bypass and intervention. The bleeding was located in the chest cavity; the sternum was left open for two days post op. It has stopped now. It was not related to the device, never the less complaint warranted.

Manufacturer narrative:
Corrected data. D1: updated/corrected.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative an impella 5.5 device was placed in a 55-year-old male for hemodynamic support in the setting of high-risk cardiac surgery, including coronary artery bypass grafting with aortic and mitral valve intervention. The primary indication for support was postcardiotomy cardiogenic shock and low cardiac output syndrome. The patient had a history of prior coronary artery bypass grafting and known coronary artery disease and required inotropic and vasopressor support, as well as mechanical ventilation for respiratory support. The impella 5.5 was inserted via direct aortic access. During emergence, device placement was noted to be approximately 10 mean arterial pressure points discordant with the arterial line and cardiopulmonary bypass flows. Post-procedure, the patient experienced a major bleeding event requiring packed red blood cell transfusion. The bleeding was assessed by the clinical team and determined not to be related to the impella 5.5 device. The care team elected to continue using the device. Based on comprehensive review, the reported bleeding and blood transfusion are consistent with perioperative bleeding risks associated with complex cardiac surgery, prior surgical history, and critical illness. Comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported patient events. The patient survived.

Manufacturer narrative:
Explant date provided therefore d6b updated.

Event description:
An impella 5.5 device was placed in a 55-year-old male patient for hemodynamic support in the setting of high-risk cardiac surgery, including coronary artery bypass grafting with aortic and mitral valve intervention. The primary indication for mechanical circulatory support was postcardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos). The patient had a history of prior coronary artery bypass grafting (CABG) and known coronary artery disease (cad) and required inotropic and vasopressor support, as well as mechanical ventilation for respiratory support. The impella 5.5 was inserted via direct aortic access. During emergence, the device placement signal demonstrated approximately a 10-mmhg mean arterial pressure discordance compared with the arterial line and cardiopulmonary bypass flows. Post-procedure, the patient experienced a major bleeding event requiring packed red blood cell transfusion. The patient was systemically heparinized at times during the procedure for bypass and valve intervention. The bleeding originated within the chest cavity, and the sternum was left open for two days post-operatively. The bleeding subsequently resolved. The event was assessed by the clinical team and determined not to be related to the impella 5.5 device, and the care team elected to continue impella support. The reported bleeding requiring blood transfusion is consistent with perioperative bleeding risks associated with complex cardiac surgery, prior surgical history, critical illness, and procedural anticoagulation/purge requirements. The placement signal variance and fluid leak had no impact on the patient¿s hemodynamics. The patient survived.

Manufacturer narrative:
B5: updated clinical review. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed: the cause of the major bleed was not determined due to insufficient clinical details. Placement signal issue: due to no distinct patterns able to be established based on data log review and lack of product returned, the cause of the placement signal issue cannot be established.